Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-aug-19. It was reported that pump replacement was scheduled for (B)(6)2019. There were no environmental factors that contributed to the issue and the issue was unresolved at the time of report. The patient's status was alive - no injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-dec-2019 from the patient who reported that the pump was replaced because it kept stalling. The pump stalled 3 or 4 times. He stated that he knew when it stopped working because it would alarm, and he would feel real bad. His home health nurse tried to get the pump working but could not, so they replaced the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (30 mg/ml at 15.7 mg/day) and morphine (6 mg/ml at 3.1 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump stalled on (B)(6) 2019 and the motor stall was active. No patient symptoms were reported. No further complications have been reported as a result of this event.